Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with a contact detach 6 mm/23 in infusion set and believed the cgm readings were accurate; the user had recently changed the infusion site with training support, reported no visible leakage, kept the infusion set in place for approximately five days, and later transitioned to multiple daily injections per trainer guidance, which brought glucose back into range. Symptoms included hyperglycemia with a reported peak of 320 mg/dl and prolonged elevation above 180 mg/dl, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no assisted care. Investigation included user interview, troubleshooting on infusion set function and site condition, and education on proper infusion set wear time. Investigation of this case revealed probable infusion set performance and use issues, including extended wear beyond the recommended two days and site irritation, with no evidence of leakage or a bent cannula at removal. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and use environment, specifically infusion set wear duration and site management, leading to hyperglycemia.